Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced air in line alarms. There was no patient involvement associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. Air in line alarms were verified through a review of the event history log. Evaluation did not evaluate the device for air in line errors due to a potentially related issue. The ultrasonic sensor will be replaced to alleviate the related issue as well as any contributing factors to air in line errors. Should additional relevant information become available, a supplemental report will be submitted.